Event description:
Hill-rom received a report from the account stating the bed exit would not alarm right away if the patient exits the bed on the left side. The bed was located in medsurg adult at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
Hill-rom technical support suggested to swap the bed exit strips and to check voltages at the scale board. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account replaced the scale board to resolve the issue. Based on this information, no further action is required.